Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("intense back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and intervention required), alopecia ("loss of hair"), fatigue ("disabling chronic fatigue"), arthralgia ("blocked neck") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery. At the time of the report, the back pain, alopecia, fatigue, arthralgia and urinary tract infection outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, back pain, fatigue and urinary tract infection with essure. The reporter commented: detected in france info occitanie report of a patient: patient was fitted with essure and experienced loss of hair, disabling chronic fatigue, intense back pain, blocked neck and urinary tract infection. She was hospitalized and surgical intervention was performed (for unspecified event) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 06-apr-2018 for the following meddra preferred terms: back pain: 506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or non-health professional is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2018: date on which case was detected in local literature "france info occitanie" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.